Event description:
It was reported that the user switched from a g7 cgm to a libre sensor and received a ¿dosing stops soon¿ alert because the libre sensor had been paired to another device, after which the user chose to disconnect from the ilet and use backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to an improper pairing procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.